Event description:
Per the audiologist's report, this patient received no benefit from her cochlear implant. A post-operative x-ray and CT revealed that the electrode array was not in the cochlea. Cochlear has not been notified of an explantation / reimplantation surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.